Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, curved opening, red particles in shell and gel, fold creases, wear abrasion. A microscopic analysis was performed which identified; a curved opening with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: an opening with sharp edge where is localized stresses induced assessed as surgical impact.